Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and high impedance values were identified on electrodes 8, 9, and 10 (impedances of 40,000) and electrode 12 (impedance of 28,739). The patient presented for reprogramming due to lack of coverage of the foot and reported no falls or injury, with the issue occurring randomly. Troubleshooting included testing position changes and new device configurations to assess impedances, and programming adjustments were made to provide coverage for the pain area. The issue remained ongoing and no replacement product was required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.